Manufacturer narrative:
H4: lot manufactured between july 23, 2020 to july 24, 2020. H10: the actual devices were not available; however, a photograph of one (1) sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed that a leak at the spike port bonding area. Due to the nature of the sample, no additional tests were performed. The reported condition was verified for 1 sample. The cause of the condition could not be determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied during the manufacturing process. The remaining two (2) samples (device and/or photographs) were not available for evaluation; therefore a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the tubing port. The leaks were discovered during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.